Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced pain and non auditory sensations when using the device. Due to this, the patient discontinued use of the device in (B) (6) 2001 (day not reported). The results of an integrity test (B) (6) (year not reported) indicated normal receiver stimulator function. The patient was explanted (B) (6) 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).